Manufacturer narrative:
(B)(4). It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient allegedly sustained injuries as a result of a faulty stimulator. No further course of action at this time.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction suspected. Additional suspect medical device component involved in the event: model number: sc-8216-50 serial number: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient allegedly sustained injuries as a result of a faulty stimulator. No further course of action at this time.